Event description:
Consumer just underwent abdominal surgery and placed the heating pad on the incision. The next day, she noticed a blister.

Manufacturer narrative:
Response to FDA 483 co inspection 12/2006. Consumer would not provide us with the product or any supporting documentation in regards to the injury.